Event description:
Healthcare professional (hcp) reports pt line of homechoice set was not priming completely during in-center treatment. No further incident detail is available. Hcp reports no pt injury or medical intervention.